Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) pacing impedance measurements of greater than 3000 ohms. The field representative had requested x-rays and boston scientific technical services (ts) discussed troubleshooting options. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(6) is being used to capture the additional intervention performed of reprogramming the device.

Event description:
Additional information received notes no left ventricular (lv) capture at highest outputs in all lv pacing configurations. A chest xray was obtained which showed that the leads appeared to be intact. The lv lead was programmed off due to no capture. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which noted that a revision was done. During the revision the lv lead was found to not be fully inserted into the device header. The physician secured it again and lv impedance measurements were then normal. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.